Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The insulin pump was programmed with test minilink and the glucose sensor simulator and they communicated properly with glucose sensor simulator and displayed the 100 value properly on display graph. The simulator was also programmed with test glucose meter. The insulin pump communicated properly and recorded the 114 mg/dl value properly from glucose meter. The insulin pump was received with cracked case at display window corners and battery tube threads and with minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and that the buttons were not working. The customer's blood glucose was unknown. While troubleshooting, the customer did not recall any significant events leading to the alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis. The customer also mentioned experiencing low blood glucose as well as sensor issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.